Event description:
An extended dwell catheter fractured at the hub with the line still in a patient's arm, unknown how the breakage occurred. This was found when a nurse went to flush the catheter and saline pooled under the dressing. After pulling back the dressing, she found the catheter protruding from the patient's arm and were able to remove it. The catheter is a 20g, 6cm endurance extended dwell catheter with a lot # of 14f22k0210. A similar incident was reported on (B)(6) 2022 for the same product, also a 20g, 6cm, with a lot # of 14f22c0098. In that case the patient had a line fracture and the catheter migrated into his left upper arm and the patient had to go to interventional radiology to have the object retrieved from his vessel. At that time a patient safety report was entered and the manufacturer conducted a series of tests on the device and was unable to determine why the fracture occurred. Reference report: mw5114834.